Manufacturer narrative:
Follow up information requested for further investigation.

Event description:
The dilution mechanism did not work for 3 out of 4 vials that we had to use. When pushing down on the diluent vial, the diluent did not flow into the drug. We had to break the housing and manually reconstitute the drug."